Event description:
Adverse event occurred during hip replacement procedure. During preparation of the femoral canal for prosthesis placement, a 1/4 inch stainless steel drill bit deviated from the canal through the femur into soft tissue. Upon removal of the drill bit, an immediate pool of blood entangled in the drill bit threads. The orthopedic wound was closed (total joint procedure aborted). Immediate consult for vascular surgery was ordered. Vascular surgical intervention performed.